Event description:
It was reported that during a stenting treatment procedure stent damage occurred. During passing the promus element stent with a balloon the stent shortened in length on both ends. Additional information has been requested and is not available. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).